Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer. The device was returned for analysis. The coil and delivery wire were returned outside the introducer sheath. The coil was inspected and found free of dried blood. The coil was severely stretched. The delivery wire was inspected and there was no anomaly noted. Microscopically, the zap tip shape and surface was smooth and the interlocking arm of the coil was inspected and the welded coil around the arm was stretched. The interlocking arm of the delivery wire was inspected and no damage noted. The delivery wire and coil dimensions were found to be in specification with the exception of the proximal fiber bundles a the recorded number were found to be below the assigned specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2016. It was reported that the coil prematurely detached inside the catheter. The target lesion was located in the iliac artery. A 8mm x 20cm interlock -35 was selected for use. During procedure, it was noted that the coil prematurely detached inside a non bsc catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status stable. However, device analysis revealed that missing fiber bundles were noted.